Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during unrelated procedure, the right atrial lead had blood in the insulation with slight insulation breach. The physician used a repair kit. The lead functioned normal. The patient was stable before, during, and after the procedure.